Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator is alarming low fio2 (fraction of inspired oxygen) during standby mode. The customer confirmed that there is no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: at this time, the suspected device has not been returned for evaluation. However, the technical support reviewed the reported event. The low o2 alarms while in standby mode is normal on avea ventilator. If the o2 setting is at anything above 21% it will eventually alarm. Reason is the flow is set to 2 lpm during the standby mode and the vent will not be able to produce enough flow to maintain the o2 that is set. The vent does not disable the low or high fio2 alarms when in standby. The common practice is to set the o2 control to 21% before going into standby.